Event description:
It was reported that this catheter was placed in this patient on (B)(6) 2021. Fluid leak occurred during infusion on (B)(6) 2021. The catheter was pulled out by 3 cm and a sand hole was found. After the catheter was trimmed and re-connected with the strain relief, fluid leaks were addressed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting a 4fr s/l groshong catheter. The depicted device was implanted. The visible portion extending from the insertion site included the 35cm depth marking. The sample appeared to be flushed in the video and infusate was visible leaking near the insertion site. While leakage was visible in the video emanating from the catheter just proximal of the insertion site, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors sharp instrument contact and damage inflicted by the stylet during device insertion. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds4650 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this catheter was placed in this patient on (B)(6) 2021. Fluid leak occurred during infusion on (B)(6). The catheter was pulled out by 3 cm and a sand hole was found. After the catheter was trimmed and re-connected with the strain relief, fluid leaks were addressed. No other information was provided.